Manufacturer narrative:
Correction d4: d4: lot #: remove asku and replace with r23d15154 (previously reported as a suspect lot #). D4: expiration date: remove ni and replace with 04/17/2023. D4: unique identifier #: remove ni and replace with (B)(4). H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided photograph observed a brown particle considered to be embedded in the walls of the tubing. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The potential cause is burned resin. The burned resin can be generated in the extruder cannon and accumulate on the pin and bushing combinations at the process of extrusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot # - suspected lot r23d15154. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination inside the tubing of an unspecified quantity of clearlink system continu-flo solution sets. The pm was further described as, ¿a dark contaminant inside the tubing¿. This issue was identified during inspection in the warehouse prior to patient use. There was no patient involvement. No additional information is available.